Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a healthcare professional (hcp) regarding a patient receiving bupivacaine (20 mg/ml, 7.016 mg/day) via an implantable pump for other chronic/intract pain and spinal pain. On (B)(6) 2018, a motor stall was seen at initial interrogation. The pump status was "motor stall occurred". Pump logs showed the stall occurred on (B)(6) 2018 at 0230. The hcp indicated the patient had not had a recent magnetic resonance imaging (MRI) nor were they exposed to any electromagnetic interference (emi) or magnetic interaction. No symptoms were reported.